Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and self-catheterization. A cystoscopy, transvaginal urethrolysis and mesh dissection were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.